Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. Reported device was not sent back to brézins for investigation but was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair actions were to replace the pressure sensor which was sent to brézins for further investigation. Nothing was observed during visual inspection. Multiple parts from different complaints with similar issues were sent by the customer for investigation; parts cross-tested and 2 of the sensors triggered the reported error 41; while the remaining sensor did not trigger an error 41 and there were no fluctuations of values, a random error would also be possible due to a known issue with identified pressure sensors. The reported event is therefore confirmed and due to defective sensors. Triggering of technical error 41 is a known issue addressed with an internal CAPA opened in july 2020. To our knowledge this complaint was not related to patient safety. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Error 41 (upstream pressure sensor).